Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing, low thresholds and pace impedance measurements of greater than 2,500 ohms. Boston scientific technical services had the field representative test in biploar configuration and confirmed a lead ring conductor fracture. Reprogramming was performed in the meantime until a lead revision could be performed. The lead remains in service at this time. No adverse patient effects were reported.